Event description:
It was reported that during a procedure, the lead punctured the rv leading to pericardial effusion. A pericardiocentesis was performed, but was unsuccessful since the patient clotted quickly. The chest was opened and the lead was explanted and replaced. The patient was admitted to the ICU in stable condition and will continue to be monitored.